Event description:
Customer reported a high blood glucose of 600 mg/dl. She treated with manual injection. She stated that the drive support cap appeared normal. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. She stated that the basal rate and bolus wizard settings were correct. Customer was able to bring the blood glucose down to 127 mg/dl. The insulin pump passed the high pressure test. She stated that the cannula on the infusion set was not bent but felt that it had not been inserted all the way. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.